Event description:
Rv lead unipolar imp being close to 200 ohms and bipolar imp is 266 ohms -caused implant detect to remain on and not complete. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).